Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device powered up properly after the battery was installed. Device then was monitored for 1 day. No blank display noted during testing. Device had minor/deep scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose and their insulin pump was not turn on. The customer¿s blood glucose level was 1500 mg/dl. The customer¿s wife removed battery from the insulin pump since her husband got hospitalized. The customer did not provide information about symptoms and treatment. Customer was not calling back after receiving a new battery cap. The insulin pump has not been dropped or bumped. The insulin pump has not been exposed to moisture. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.